Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated. UDI# : the UDI number is not known as the part and lot number were not provided. The additional patients referenced in the article are filed under separate medwatch report numbers. Attachment: article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture."

Event description:
This is filed to report perforation requiring intervention. It was reported in the research article that a patient underwent transcatheter edge-to-edge repair (teer) to treat complete rupture of the posteromedial papillary muscle and severe mitral regurgitation with grade of 4+. A mitraclip xtw was implanted at a2-p2, which resulted in trace mr (<1). A significant right-to-left shunt was noted and it had to be closed using a non-abbott occluder. After the procedure, the patent required hemodialysis and had a signs of aspiration pneumonia. The family decided to withdraw care on post-procedural day 4 and the patient had died. Per the article, mortality was unrelated to the device or procedure. Details are listed in the attached article titled, "transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation, renal failure, and unrelated death were unable to be determined. The reported patient effect of perforation, renal failure, and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature title: transcatheter edge-to-edge repair for acute mitral regurgitation due to postinfarction papillary muscle rupture.